Event description:
Customer reported that while the patient was in use with the cuff, the strap detached from the restraint where the label is located. The date the issue was discovered is unk. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. This report is submitted based on the customer's initial reported issue. (B)(4).